Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was sent to sanmina for analysis. Initial results from mechanical testing (post burn-in test) showed failures of the thermoelectric module, physitemp module temperature sensor #4, rf output power, pump test and pressure test. The rf output, pump and pressure tests failed due to defective watchdog board. The malfunctions were addressed by replacing both the defective watchdog timer board and defective physitemp #4 sensor. The unit performed and passed full testing after defective components were replaced and repaired/ upgraded. (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the error "forward power does not correspond to set power" occurred during boot up. The bsc surgical technician rebooted and the issue temporarily resolved. The tech indicated he cannot hear the rf generator turn on. The case was completed with another unit. There were no complications to the pt. F/u with the complainant revealed that pt is fine. Note: the event, as reported, did not reflect an MDR- reportable scenario. However, eval of the returned console revealed an MDR-reportable malfunction of "failed rf output test" . The MDR is based upon the eval results.